Event description:
A call to technical services was made on 10/9/2013 stating that this lead had low intrinsic amplitude measurement. Intrinsic amplitude measurement recently was 1.7 mv. As discussed with technical services the value that would cause a check lead message for the atrial intrinsic amplitude was less than or equal to 0.5 mv. This lead was implanted on (B)(6) 2000 and is still in active use. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).